Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the explanted clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the torn leaflet and increase in mitral regurgitation that was treated with surgery. It was reported that grasping was difficult due to the restricted leaflet. One mitraclip was implanted on (B)(6) 2016 reducing mitral regurgitation (mr) from grade 4 to 2. At the follow-up echocardiogram on (B)(6) 2016, mr returned to grade 4 and it was thought that the mitraclip was only attached to a single leaflet. The patient had surgical replacement of the mitral valve on (B)(6) 2016. During surgery, it was noted that both leaflets were still inside the mitraclip but the leaflet had torn away from the posterior wall of the heart. The patient was discharged from the hospital on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Images from the procedure were received and reviewed by an abbott vascular (B)(4), stating that the recurrent mr was related to a mitral valve injury, which was probably related to disease progression due to increased ventricular and annular dilatation leading to excessive stress applied to the leaflet insertion. The implanted clip is probably a contributing factor, but this event is not device related. All available information was investigated and the reported failure to adhere or bond to the leaflets appears to be related to patient morphology/pathology and procedural conditions. The reported mr was likely a result of the tissue damage and the reported tissue damage was likely due to the patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.